Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 for a high blood glucose of 1,200 mg/dl and diabetic ketoacidosis. The patient felt sick. During troubleshooting the customer mentioned that he had an infusion set leak; the site was leaking. A self test was performed and the insulin pump passed. The insulin pump was not returned for analysis.